Event description:
The customer reported that on (B)(6) 2012 at work, she felt sick and nauseated. Her blood glucose measured 448 mg/dl, so she corrected with a 3.6 unit insulin bolus. At 50 minutes later, her bg was 453 mg/dl. She deactivated the pod, observed that the cannula was bent, and discarded the device.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification record review could be performed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."